Event description:
It was reported during an ablation procedure, the irrigation port of the therapy cool flex catheter detached from the handle of the catheter. There were no consequences to the pt. Add'l info was requested, but not available at this time.

Manufacturer narrative:
Visual insp of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirm the device met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors or environmental factors.